Event description:
Procedure type: gastrectomy. According to the reporter: during the procedure the needle broke, one piece remained in the device and the other piece was noticed to be stuck in the trocar when the device was removed. All pieces were recovered and will be returned back. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).